Manufacturer narrative:
Approximate age of device - 4 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient's system controller log files showed that the pump was not able to maintain fixed speed when connected to the power module. The patient was reportedly asymptomatic. The patient was placed on an ungrounded power module patient cable and did not experience any alarms. It was reported that the patient would be scheduled on a later date for a percutaneous lead evaluation. No further information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned portion of the percutaneous lead (lead) confirmed an issue that could have contributed to the reported event. Approximately 11.5 inches of the distal, replaced portion of the lead was returned for evaluation. The lead was tested for electrical continuity in the condition that it was received and the testing of the black wire produced an open circuit. Removal of the rescue tape at the terminus of the bend relief revealed a superficial breach in the white silicone jacket. The silicone jacket, clear bionate, and metal braided shield were removed to reveal the underlying wires. Visual inspection of the wires revealed that the black wire was completely fractured at approximately 0.5 inches from the metal connector. A breach in the insulation of the yellow wire was also observed in this area. Further analysis indicated that the observed wire damage appeared to be the result of repetitive movement of the lead in this location. The remaining wires were slightly abraded, but were otherwise unremarkable. The black wire redundantly supports motor phase 2 and the yellow wire redundantly supports motor phase 1. If the exposed conductors of the black or yellow wires made contact with the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in the red heart alarms that were confirmed through the evaluation of the submitted system controller log file. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact with each other or simultaneous contact with the braided shield while the system was operating on either the power module or batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support. The manufacturer is closing the file on this event.

Event description:
Additional information: the distal end of the percutaneous lead was replaced on (B)(6) 2016 due to pump stop events.